Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr hip revision recommendation - right hip. Update 25 nov 2014 - claimsuite received. Updated hospital, both products, surgeons name and reason(s) for revision: alval / soft tissue reaction.

Event description:
Asr hip revision recommendation-right hip.

Manufacturer narrative:
Although the specific nature of the patient's complaint is unknown, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the patient's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.